Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation .a lot history review (lhr) of rezc2345 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC line was inserted into a (B)(6) old patient on thursday (B)(6) 2016 as normal and dressed as intended. During the 24 hour dressing change, it was reported by the health care professional (hcp) that the catheter had separated from the connector. Patient had a 4fr PICC inserted and there was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed, and was found to be use related. The implicated and returned product was a 3 fr groshong catheter. The catheter was returned with the green connector piece assembled, and 4 mm of catheter extending beyond the connector piece. The blue oversleeve was not attached to the connector piece. The distal piece of returned catheter measured 27.8 cm in length, and contained the groshong valve. Residue was observed on the tip of the blue silicone oversleeve. Tactile examination showed tensile weakness and necking was present on the both segments of catheter near the break site. Microscopic examination showed granular surface characteristics on both sides of the catheter break surface. The catheter terminated in a somewhat planar break, with more granularity on one region of the break surface. The granular surface and tensile weakness are characteristic of tensile breaks. Tensile breaks can occur during day to day use of the catheter, or during removal of the catheter. The risk of tensile breaks can be mitigated by ensuring good securement of the catheter is achieved and excess catheter is not left outside the body. Risk of tensile break during removal can be mitigated by following the instructions for use. The instructions for use for removal instruct: ¿remove [catheter] slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿